Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation of handpiece, found handpiece didn't heat up. Handpiece failed chuck retention. Also had cap damaged from rotor coming in contact with cap. Turbine had rust built up from lack of oil.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.